Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report#: 3006705815-2018-02441. The patient had two (supraorbital) leads for off-label use. It was reported an infection was found at the patient's supraorbital lead site. In turn, the doctor decided to explant one of the supraorbital leads and the associated ipg. The patient was administered antibiotics to address the infection but improvement has not occurred. As a result, the patient may undergo further surgical intervention. Note: this report is related to the supraorbital lead that was explanted.

Event description:
Device 2 of 2: reference MFR. Report#: 3006705815-2018-02441. Follow-up revealed the patient's doctor decided to explant both of the patient's scs systems to help with the resolution process of the infection at the supraorbital lead site. The patient will remain on antibiotics in the meantime.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2018-02441. Follow-up revealed the infection has resolved.